Manufacturer narrative:
Plant investigation: the complaint sample was not returned for evaluation. However, informative photos were provided for review. The reported failure pattern is known. Therefore, no additional sample evaluation was necessary. The described situation was confirmed to be adequately addressed in the instructions for use (IFU) and/or on the label. A review of the batch documentation was performed. There were no non-conformities observed during the manufacturing process. Based on the available information, the reported event was able to be confirmed.

Event description:
It was reported that a fluid leak occurred during the use of an xlung kit 230 while a patient was on their fourth day of extracorporeal membrane oxygenation (ECMO) support. There were no alarms from the novalung console. The user noticed a hairline crack and a leak coming from the arterial de-airing port leading to the red 3-way stopcock. The crack was located at the connection between the small-diameter tube and the stopcock. It is unknown when the component became damaged. A photo of the crack was provided for review. It was confirmed that all connections were checked and confirmed to be secure before priming was started. The user was reportedly taking a post-oxygenator gas measurement every day by clamping the tube and applying disinfectant on the stopcock to do so. Since the crack did not appear until day four of ECMO support, it is suspected that the damage may have been caused by mishandling. To resolve the reported issue, the user replaced the tube and 3-way stopcock with one from their own supplies. It was reported that there was minimal blood loss due to the event. However, the patient was able to be continued on ECMO support using the same kit. There was no patient injury or harm due to the event, and no indication that medical intervention was required. The reporter suggested providing more high-flow stopcocks and tubes as accessories within the kit¿s packaging. The sample was not available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a fluid leak occurred during the use of an xlung kit 230 while a patient was on their fourth day of extracorporeal membrane oxygenation (ECMO) support. There were no alarms from the novalung console. The user noticed a hairline crack and a leak coming from the arterial de-airing port leading to the red 3-way stopcock. The crack was located at the connection between the small-diameter tube and the stopcock. It is unknown when the component became damaged. A photo of the crack was provided for review. It was confirmed that all connections were checked and confirmed to be secure before priming was started. The user was reportedly taking a post-oxygenator gas measurement every day by clamping the tube and applying disinfectant on the stopcock to do so. Since the crack did not appear until day four of ECMO support, it is suspected that the damage may have been caused by mishandling. To resolve the reported issue, the user replaced the tube and 3-way stopcock with one from their own supplies. It was reported that there was minimal blood loss due to the event. However, the patient was able to be continued on ECMO support using the same kit. There was no patient injury or harm due to the event, and no indication that medical intervention was required. The reporter suggested providing more high-flow stopcocks and tubes as accessories within the kit¿s packaging. The sample was not available to be returned for manufacturer evaluation.